Manufacturer narrative:
Per biomed the issue was discovered during setup for patient use. No delay in therapy and no medical intervention reported. Per biomed there was a 2-way valve at the port in the wall. The two-way valve was removed and the o2 hose was plugged directly into the o2 outlet. That resolved the issue. This is believed to be a user setup error for plugging in the o2 hose to a two-way valve that caused the o2 flow restriction that resulted in no o2 supply. No product malfunction identified.

Event description:
The customer reported that the v60 does not register the o2. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and stated that a v60 does not register the o2. Product support asked if it was giving an o2 alarm, which the customer reported unknown. Product support advised the customer that with limited information it is hard to guess, and to verify that all 02 tubing is seated properly, and possibly replace the air o2 flow sensor. The customer was provided with air and flow sensor part numbers. Patient information and repair information were requested from the customer, but no response was received. The investigation is ongoing.